Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer had elevated blood glucose (bg) levels (280 mg/dl). Reportedly, a bolus was delivered to address elevated bg levels. During troubleshooting with tandem technical support, the customer was able to reload the cartridge onto the pump and resume insulin delivery.